Event description:
Loss of osseointegration, implant achieved osseointegration, smoker, undersized implant bed, inadequate bone quality/quantity, preceding/ simultaneous bone augmentation, peri-implantitis.